Event description:
It was reported that this right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range impedances of over 3000ohms. The physician requested technical services (ts) to review the presenting electrogram (egm) suspecting noisy signals. Upon review, the egm showed upward spikes in the impedances which ts suspected to have been due to a spring contact issue. Ts recommended for further in clinic lead evaluation. At this time, this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).